Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The target lesion was located in the left atrial appendage (laa). An amplatz pi guidewire was selected for use. Right femoral vein access was obtained in normal sterile fashion. A guidewire was placed, and an 8fr french sheath was inserted. A .032 j wire was inserted through the sheath and advanced to the superior vena cava (svc), and the 8fr french sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patient's pacemaker wires and wanted to adjust so as not to damage the leads. The physician had difficulty advancing around the leads and into the svc, and multiple wires were attempted. A .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over the wire. The wire was removed and a versacross wire was inserted through the trusteer sheath. The trusteer was pulled back into the ra, positioned onto the septum, and a safe location on the fossa was verified in two views using transesophageal echocardiography (tee). At this point, the patient's heart rate increased from 60 to 100 bpm, and the blood pressure dropped from the 90s systolic to the 70s. A 4 chamber sweep of the heart was obtained, and a small trace effusion was noted. The effusion did not appear to be worsening, so the physician elected to proceed. A transseptal puncture (tsp) was obtained, and the wire was advanced into the left superior pulmonary vein (lspv). The sheath was advanced over the guidewire into the left atrium (la). A pigtail catheter was advanced into the la and directed to the left atrial appendage. Anesthesia then noted that the patient's blood pressure decreased to 54 systolic despite treatment with medications. The physician aborted the case and removed all devices from the left atrium and from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intercostal approach, and a drain was placed. The patient was extubated and transferred to the intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product information, and product return status, but further information was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion occurred.a left atrial appendage (laa) closure procedure was being performed. The target lesion was located in the left atrial appendage (laa). An amplatz pi guidewire was selected for use. Right femoral vein access was obtained in normal sterile fashion. A guidewire was placed, and an 8fr french sheath was inserted. A .032 j wire was inserted through the sheath and advanced to the superior vena cava (svc), and the 8fr french sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patient's pacemaker wires and wanted to adjust so as not to damage the leads. The physician had difficulty advancing around the leads and into the svc, and multiple wires were attempted. A .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over the wire. The wire was removed and a versacross wire was inserted through the trusteer sheath. The trusteer was pulled back into the ra, positioned onto the septum, and a safe location on the fossa was verified in two views using transesophageal echocardiography (tee). At this point, the patient's heart rate increased from 60 to 100 bpm, and the blood pressure dropped from the 90s systolic to the 70s. A 4 chamber sweep of the heart was obtained, and a small trace effusion was noted. The effusion did not appear to be worsening, so the physician elected to proceed. A transseptal puncture (tsp) was obtained, and the wire was advanced into the left superior pulmonary vein (lspv). The sheath was advanced over the guidewire into the left atrium (la). A pigtail catheter was advanced into the la and directed to the left atrial appendage. Anesthesia then noted that the patient's blood pressure decreased to 54 systolic despite treatment with medications. The physician aborted the case and removed all devices from the left atrium and from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intercostal approach, and a drain was placed. The patient was extubated and transferred to the intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date.it was further reported that there were no issues observed with the use of the amplatz guidewire. The patient was released from the hospital without any further complications or issues.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. H6 - evaluation method codes: updated from device not returned to device discarded good faith effort attempts were made to try and retrieve additional details regarding the product information, but further information was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The target lesion was located in the left atrial appendage (laa). An amplatz pi guidewire was selected for use. Right femoral vein access was obtained in normal sterile fashion. A guidewire was placed, and an 8fr french sheath was inserted. A .032 j wire was inserted through the sheath and advanced to the superior vena cava (svc), and the 8fr french sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patient's pacemaker wires and wanted to adjust so as not to damage the leads. The physician had difficulty advancing around the leads and into the svc, and multiple wires were attempted. A .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over the wire. The wire was removed and a versacross wire was inserted through the trusteer sheath. The trusteer was pulled back into the ra, positioned onto the septum, and a safe location on the fossa was verified in two views using transesophageal echocardiography (tee). At this point, the patient's heart rate increased from 60 to 100 bpm, and the blood pressure dropped from the 90s systolic to the 70s. A 4 chamber sweep of the heart was obtained, and a small trace effusion was noted. The effusion did not appear to be worsening, so the physician elected to proceed. A transseptal puncture (tsp) was obtained, and the wire was advanced into the left superior pulmonary vein (lspv). The sheath was advanced over the guidewire into the left atrium (la). A pigtail catheter was advanced into the la and directed to the left atrial appendage. Anesthesia then noted that the patient's blood pressure decreased to 54 systolic despite treatment with medications. The physician aborted the case and removed all devices from the left atrium and from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intercostal approach, and a drain was placed. The patient was extubated and transferred to the intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date. It was further reported that there were no issues observed with the use of the amplatz guidewire. The patient was released from the hospital without any further complications or issues.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product information, but further information was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed.labeling review:review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.